Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device did not do anything was confirmed. An assessment was performed and it was observed that the device was not oscillating. It was further observed that the unit failed the general condition step, the function of the positioning ring step, the oscillating frequency measurement step. During repair it was observed that the positioning ring's pins were pushed in, the fork was damaged - broken apart, the coupling shaft was damaged, the housing was excessively corroded and the bearings and the seals were worn. The assignable root cause of these conditions were determined to be wear from normal use and servicing and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the attachment device would not work when the physician went to use it. It was noted that the device did not do anything at all, as if it was frozen. It was reported that there was a five minute delay in the procedure due to the event as an unspecified spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.